Event description:
Additional information was received from the manufacturer representative (rep) reporting that the cause of the high impedances had not been determined. No further troubleshooting or investigation steps had taken place. The issue was not yet resolved. No further steps were planned. The practitioner stated there seems to be a psychogenic component to it. This was confirmed with the physician.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient has had the deep brain stimulation (dbs) since 2014 and stimulation has been off for 2 years because every time stimulation is turned on, the patient has a violent thrashing response. The patient had the same response when impedance measurement was performed and after the appointment, it was decided to leave stimulation off. There was only one electrode with impedance issues - contact 8 was elevated at 2800 ohms. The patient saw a different hcp for a second opinion and this hcp performed a monopolar review. Since seeing this hcp, the patient reported that their parkinson's disease symptoms have worsened and they believe that even with the implantable neurostimulator (ins) off, it is leaking current and causing symptoms to appear. The manufacturer representative (rep) believed that stimulation may not have been working well for the patient and therefore, stimulation hasn't been on since. The hcp was inquiring about if the manufacturer has heard of this before since the patient has "non-organic symptoms" and they don't want to label patient as psychogenic prior to reaching out to the manufacturer. The rep was not with the patient. The patient was redirected to their healthcare provider to further address the issue. It was reviewed that if the ins is turned off, it would not be outputting stimulation, although the presence of a device being implanted in a patient may cause or exacerbate symptoms as every patient is different. It was also reviewed the hcp has options of attempting to use stim to see if it can provide therapy to patient or they may consider explanting the system.